Manufacturer narrative:
(B)(4). Date sent: 9/25/2017. Batch # unk.

Event description:
It was reported that during the endoscopic radical resection of sigmoid colon, after fired with tactile and audible feedback, found the staples malformed with straight leg. The breakaway washer was cut through. Another like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p55n0a. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: first image shows some staples into tissue, the staples appears to be not stapled down to the skin. Second image shows that appears to be some staples legs protruding from the tissue. Based on the images alone the event describe is confirmed.

Manufacturer narrative:
(B)(4).corrected data: date received by manufacture for follow up 1 is (B)(6)/2017. The information was not submitted on follow up 1.

Manufacturer narrative:
(B)(4). Photographic analysis: first image shows some staples into tissue, the staples appears to be not stapled down to the skin. Second image shows that appears to be some staples legs protruding from the tissue. Based on the images alone the event describe is confirmed.